Event description:
The pt underwent a rotablator procedure and placement of a balloon pump. The physician attempted arteriotomy closure of the right groin where the balloon pump was placed with a prostar xl 8 fr device. The physician deployed the device and closed the arteriotomy. However, oozing was noted and the physician used an arterial tamper. Hemostasis was never fully achieved. The physician attempted arteriotomy closure of the left groin with a prostar 11 fr device. When deploying the device the physician noted resistance. The needles presented outside the barrel. The pt was taken to surgery for thromboembolectomy and for placement of a vein patch to repair the artery. During the surgical repair of the pt's left groin, the vascular surgeon closed the arteriotomy of the right groin using suture. The pt was re-admitted to the hosp on 11/2/1999 with large hematomas on both groins. The pt underwent debridement of her groins..... The pt recovered without further incident.